Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the complaint regarding the non-recoverable fault was not replicated by failure analysis. The reported issue was confirmed via the error log. The usm was placed on an in-house system and error 23118 was triggered. The usm passed other testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting there was a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site and replaced one of the universal surgical manipulators (usms) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: an intuitive field service engineer investigated and confirmed the customer's reported complaint that took place during a da vinci-assisted surgical procedure. A universal surgical manipulator (usm) was replaced to bring the system to an acceptable state.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was a non-recoverable fault. The logs confirmed persistent reoccurrence. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.